Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height cubie drawer 5 was failed to open. A field service engineer (fse) removed the back panel and discovered that a broken side rail had become lodged between the boards. The customer was informed that the drawer needed replacement. The fse retrieved a new drawer from the depot, replaced the damaged one, and configured it to the correct location on the device. The half-height cubie drawer was verified as operational using the diagnostics tool. The customer was able to open and inventory the drawer successfully, and no further issues were reported for the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, there was full drawer failure. The customer stated that this malfunction did caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.